Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: treatment of thrombosis. Device issue: none. It was reported that a 3.5 x 18 vision stent was implanted in a mid lad lesion in 2006. The pt returned to the hosp 5 days later, with sub-acute thrombosis. A 4.0 x 08 vision was implanted for treatment. No add'l event or pt info is available.

Manufacturer narrative:
The pt and device codes in h10 were coded by the MFR. During processing of this complaint, qa attempted to obtain complete event info, including pt info and pt status, from the hosp, field contact or dist. Results and conclusions summation: product performance engineering reviewed the incident info. Thrombosis, as listed in the instructions for use (IFU), is a known adverse event associated with coronary stenting. There does not appear to be any indications of a stent delivery system quality problem. Additionally, it should be noted that this case was performed on an ami pt. This is considered off-label use per indications in the IFU.